Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of pain, inflammation/swelling, thrombosis and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3: estimated date. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Two prostyle devices were successfully pre-placed. The sheath was upsized to 29f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. However, after the procedure, the patient experienced left leg swelling and pain. Ultrasound showed acute occlusive thrombus throughout the left lower extremity venous system, and angiopathy showed total occlusion of the proximal left common iliac vein with tapered cap. For treatment, a stent was placed. There was no clinically significant delay in the procedure or therapy. No additional information was provided.